Event description:
It was reported that, "patient came to the office on (B)(6) 2011 complaining of hip pain. Upon x-ray, cup shown to be loosened and migrating so revision was scheduled. The patient did take a fall in march. Cup came out easily during revision. No on growth was seen. Patient requested implants. No other information available for this report."

Manufacturer narrative:
If additional information becomes available, the evaluation summary will be submitted in a supplemental report.